Event description:
This lead was implanted on (B)(6)2007 and was capped on (B)(6)2014 due to high lv thresholds. The physician was dr.(B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).